Event description:
Acct. States that the "septum protruded after the syringe cannula was inserted into the cap". Had two incidents occurring on a 1 year old child. No pt injury or medical intervention reported. Injection site changed which is considered a nursing intervention.